Manufacturer narrative:
Device evalution: g3, g6, h2, h3, h6, h10. The vyaire field service team was able to duplicate the reported problem. The issue was resolved by replacing the broken o-ring on the filter cover. Performed operational verification procedure. The vela ventilator meets factory specification.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela comp d return volumes are very low compared to set value. At this time, there is no information regarding patient involvement associated with the reported event.